Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account with the appropriate packaging in undamaged condition. The visual inspection of the returned product noted: {instrument} the visual inspection of the staple guide noted the presence of a full complement of staples. Further inspection noted that the green bar was visible in the indicator window and the safety feature was engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. The pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. {anvil} the anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Forwarded to ponce engineering for further evaluation of the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic low anterior resection procedure, the device was difficult to load and a device component disengaged. Also, the anvil legs were bent and the device partially fired. To complete the procedure, another circular stapler was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.